Event description:
When removed from the package for compounding, a bd 50ml syringe was discovered to have dark particles on the plunger. Upon inspection, the syringe looks like it is soiled, with raised brown matter affixed to the plunger. The syringe was stored in a temperature-controlled environment and the package integrity looks appropriate. All remaining syringes onsite with the same lot number do not appear compromised. Manufacturer response for luer lock tip syringe, 50ml luer lock tip syringe (per site reporter). Materials has contacted the representatives for RMA.